Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate shock for sinus tachycardia. The implantable cardioverter-defibrillator was programmed inappropriately since implant. Programming changes were made. The patient was stable and discharged.